Event description:
Boston scientific received information that a red alert was detected for cardiac resynchronization therapy defibrillator (crt-d) as it displayed high out of range (oor) pacing lead impedance (pli). There was loss of capture (loc) at max output and oversensing of noise observed. A lead revision was done. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.